Event description:
As reported, during retrograde intrarenal surgery (rirs), the wire guide could not be pushed into the stent of a filiform double pigtail ureteral stent set. A new same device was used to complete the procedure without difficulty. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
G4: PMA/510k # ¿ preamendment h3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: event description: as reported, during retrograde intrarenal surgery (rirs), the wire guide could not be pushed into the stent of a filiform double pigtail ureteral stent set. A new same device was used to complete the procedure without difficulty. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. A visual inspection and functional test of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One filiform double pigtail ureteral stent was returned in an open original packaging. The stent and positioner were loaded onto a stock wire guide. The wire transitioned easily and the positioner easily pushed the stent off. The customer complaint was unable to be recreated. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records shows no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) provides the following information related to the reported failure mode. ¿precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ a definitive cause for this event could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.